Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty opened box and thirty-five unopened samples were received for analysis. Upon initial inspection of the returned samples, it was observed that the box belongs to product code y316h and thirty-six unopened samples pertains to product code y305. Due to the mismatch observed, a further investigation was performed, and the following was observed: the empty box for product code y316h with lot number ubmptx was manufactured on feb/26/2024 and expired date jan/31/2029. Thirty-five sealed foil packet for product code y305, lot sjmabr. Was manufactured on aug/1/2022 and the expiration date jul/31/2027. Based on the investigation performed, it was determined that the lots were manufactured with a difference of two years from the manufacturing date of the lot printed in the returned box. Therefore, they could not have been mixed during the manufacturing process. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product mix was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during handling or storage that occurred outside of ethicon control. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/30/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if possible, please confirm the number of packets of y305h (sjmabr) that were found inside y316h (lot ubmpxt). Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the clinic ordered y316h but upon opening the product packaging, the clinic found individual packets of y30 to be contained within the package. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/30/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the reported event states that product code y305, lot sjmabr was found within the packaging of product code y316h. Y305, lot qdmdmu was returned. Please verify, was product code y305, lot qdmdmu also found within the packaging of product code y316h? Or did a separate issue occur for product code y305, lot qdmdmu? Please explain. If product code y305, lot qdmdmu was returned in error, please advise if the product can be discarded. Additional information was requested, the following was obtained: this complaint is for product code: 35-y305; lot# sjmabr 1. Could you please clarify if the returned device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex yes, they returned their sample.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A device has been received, however clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our analysis lab received under (B)(4) on awb# (B)(4); recd 35-y305; lot# sjmabr; and 1-y305; lot# qdmdmu; is a mismatch in our system. Please clarify this mismatch. Our analysis lab received product with reference to this complaint, the following product was received: this complaint is for product code: 35-y305; lot# sjmabr. 1. Could you please clarify if the returned device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex corrected data: d4 : d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.